Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery because the device was not cycling. Upon explant, a possible infection at the penoscrotal incision was noted, therefore, a new malleable device was implanted instead of an ipp. The patient was treated with antibiotics and the physician does not believe the device caused the infection. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.